Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that the device alerted for high out-of-range shock impedance on the right ventricular (rv) lead. Technical services discussed possible programming adjustments. The healthcare provider referred the patient to the following physician for next steps. No adverse effects were reported, and the device remains in service.